Event description:
Healthcare professional reported a xen®45 gts "broken device (slider defective)" during implantation in right eye. Device not returned. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, a4, a5, a6, b5.

Event description:
Additionally, healthcare professional reported surgery was completed with a back-up device.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed. All expected results were met. The category/ subcategory of injector ¿ slider resistance is not verified based on the results in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts "broken device (slider defective)" during implantation in right eye. Device not returned. No eye injury reported.